Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6- additional methods code: communication/interviews (4111). D10 ¿ product received on: 20nov2019. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one prior to use and ten unopened devices for visual inspection. The prior to use device showed no visible damage or biological matter on the surface. A tug and twist test, a leak test, and a measurement of distance between hub and cap were performed on all eleven devices. All devices passed the tug and twist tests and passed the distance specification between the hub and cap. The prior to use device and three unopened devices leaked at the distal end of the gap. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) for the final lot showed no related nonconformances. Relevant hub assembly and catheter assembly lot showed no related nonconformances. A database search revealed one other complaint from the lot at the time of the investigation. This complaint was opened for trending. Since there are no related nonconformances or other complaints originating in the field from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency possibly contributed to this incident. Though relevant dimensions on the returned devices were measured within specification, it is still possible that a manufacturing cause of failure contributed to the event. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to patient contact, the operator injected saline into the catheter and found leakage at the hub of the device. The device was replaced with a new, similar device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.